Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode and root cause cannot be confirmed. The device history record (DHR) was reviewed with no abnormalities related to the reported failure. The reported complaint is unconfirmed.

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp caused injury to the patient. Staff stated that the skull pins were placed and tightened to 60lbs, tested prior to flipping patient prone and attached to the base. Surgeon felt like it did move when positioning patient, so they unlocked it and relocked it as a safety measure. No movement was noted during the procedure but remark was made that patient's bone was really soft when doing the laminectomy. Upon flipping patient back supine after procedure, laceration was found on left side and blood was dry. Nurse and surgeon both stated that the pins knob was locked with arrow and lines matched up. Additional information received on (B)(6) 2019 stated that the patient was prepped for a posterior cervical laminectomy procedure and had a 3" laceration to left side of head that required suturing on (B)(6) 2019. There was no delay in surgery reported. The patient was reported as being stable, still has bulk dressing from the laceration. Product was removed from the service.